Manufacturer narrative:
A1 - patient identifier: (B)(6) (2-month-old) / (B)(6) (4-day-old) / (B)(6) (2-month-old) - 3 total patients all available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely decreased alinity c total bilirubin results generated on the alinity c processing module. The customer stated that they were aware of the insufficient sample volumes when testing the total bilirubin assay on infants. The sample volumes were below the requirements stated in the package insert. The following data was provided: total bilirubin results: sid (B)(6) (2-month-old); 2 samples taken on same day: 1st result =36 umol/l; 2nd result = 187 umol/l sid (B)(6) (4-day-old): result = 43 umol/l; previous day result = 144 umol/l; next day result = 143 umol/l sid (B)(6) (2-month-old): result = 7 umol/l; previous day result = 91 umol/l there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search by product lot did not identify an increase in complaint activity. The tracking and trending review by list number did not identify any related trends. The device history record did not identify any non-conformance's or deviations related to the lot number and complaint issue. Labeling was reviewed and found to adequately addresses the issue under review. In this case, the sample volumes were below the requirements stated in the package insert. As part of the troubleshooting the sample was rerun with sufficient sample the results were as expected. Based on the investigation, alinity c total bilirubin reagent lot 65300uq11 is performing as intended, no systemic issue or product deficiency was identified.

Event description:
The customer reported falsely decreased alinity c total bilirubin results generated on the alinity c processing module. The customer stated that they were aware of the insufficient sample volumes when testing the total bilirubin assay on infants. The sample volumes were below the requirements stated in the package insert. The following data was provided: total bilirubin results: sid (B)(6) (2-month-old); 2 samples taken on same day: 1st result =36 umol/l; 2nd result = 187 umol/l. Sid (B)(6) (4-day-old): result = 43 umol/l; previous day result = 144 umol/l; next day result = 143 umol/l. Sid (B)(6) (2-month-old): result = 7 umol/l; previous day result = 91 umol/l. There was no impact to patient management reported.